Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. According to the patient, on (B)(6) 2025, the device did not alert the patient for hyperglycemia and the blood glucose (bg) reading was 987 mg/dl. The patient experienced a coma for 3 weeks and was diagnosed with dka (diabetic ketoacidosis) and ¿almost died¿. There was no information documented about the medical intervention or the treatment provided. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.